Event description:
Received a blood glucose reading of 384 mg/dl. He retested on his other hand and received a readings of 114 mg/dl and 100 mg/dl. The difference between 384 mg/dl and the two other readings falls in the "c" and "d" zones of the parkes error grid, making the differences clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation and replacements strips will be sent.